Event description:
It was reported to boston scientific corporation that a captiflex standard oval snare was used during a colonoscopy performed on (B)(6), 2012. According to the complaint, the nurse actuated the snare handle and opened the snare loop outside of the patient. The nurse was unable to close the snare loop. When the nurse attempted to actuate the handle, the handle cannula broke and the snare failed to retract. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patent condition was reported to be fine following the procedure.

Event description:
It was reported to boston scientific corporation that a captiflex standard oval snare was used during a colonoscopy performed on (B)(6) 2012. According to the complaint, the nurse actuated the snare handle and opened the snare loop outside of the patient. The nurse was unable to close the snare loop. When the nurse attempted to actuate the handle, the handle cannula broke and the snare failed to retract. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patent condition was reported to be fine following the procedure.

Manufacturer narrative:
A visual examination of the device found that the handle cannula was detached from the finger ring assembly. The cautery pin was noted to be incorrectly assembled; therefore, it did not secure the handle cannula in place. However, crimping marks were observed on the handle cannula. The complaint was confirmed. The improperly assembled cautery pin allowed the handle cannula to detach from the finger ring assembly, resulting in a "broken" appearance. Once the handle cannula was detached, the device could no longer be retracted. The most likely cause for this event is an improper torqueing operation during the manufacturing process, which caused the handle cannula to become detached from the finger ring assembly. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4) for the reported event: handle cannula broken. (B)(4) for the reported event: loop failed to retract the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.